Event description:
The customer reported, that the fast stop button on the table was broken, but the table was operational. There was no injury to the pt. Also, the system has some switches that are broken.

Manufacturer narrative:
The service rep replaced the cap lens switch, system is working as intended.